Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was clogging within the pump supplies. Reportedly, the customer had been using apidra insulin, tandem customer technical support informed customer that apidra insulin is off label per the user guide. Reportedly, the customer switched to novolog insulin. Customer¿s blood glucose level was greater than 500 mg/dl; customer addressed elevated bg with a bolus via the pump and continued to use the pump for insulin therapy.